Event description:
Ref importer number: (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc. On behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary div, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.